Manufacturer narrative:
Exemption number: e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref#: (B)(4). MFR site: name and address for importer site: (b)(4(. Summary of investigational findings: the complaint was reopened, since cta images were provided. The cta images provided are pre-implantation ctas, and three days, seven days, 3 months and 6 months follow-up ctas. The review of the images confirms the type 1a endoleak related to the zta-p-28-109 stent graft. Additionally, four days after the procedure the ulcer has enlarged and ruptured forming a pseudoaneurysm. The review also finds that the sealing zone include a dissected segment and therefore only seal in 9mm normal aorta. Furthermore, the stent graft's designed diameter of 28 mm was only able to fully expand in the dissected segment (21x28mm). The sealing zone in the normal aorta was 17x21mm in the posterior margin and 20x24mm in the inferior margin. Thereby the 28mm stent graft remained constrained, which likely resulted in seal zone pleats and possibly the observed type 1a endoleak. The endoleak was treated with glue. The ctas at three months show that the endoleak is still present and a psuedoaneurysm diameter of 57mm. At six months the pseudoaneurysm diameter is reduced to 44mm and the endoleak has disappeared. The sealing zone length is reduced to zero at six months follow-up. Uncorrect stent graft diameter size caused the stent graft to remain constrained in the sealing zone, which likely caused pleating and endoleak. No evidence to suggest that the product was not manufactured according to specifications cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: based on limited information provided it was not possible to determine a root cause of the reported type 1a endoleak. As per IFU endoleak is a known potential adverse event. It would be inappropriate to speculate at what may or may not have occurred based on the limited information made available to us. Cook will reopen this pr if further information is received. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: protocol 13-005, pt. (B)(6), endoleak type 1 on proximal part of stent graft. At time of enrollment the patient presented with a life-threatening aortic rupture. On (B)(6) 2017 (day of procedure), the pre-procedure imaging was performed. It revealed no circumferential calcifications of main access vessel and no calcification > than 50% of circumference. No vessel wall thrombosis in aortic necks > 50% of circumference was observed. The proximal neck diameter was 24 mm and the proximal neck length was 60 mm. The maximum aneurysm diameter was 47 mm. On (B)(6) 2017 the patient underwent surgery due to his aortic rupture. One proximal component was implanted successfully during the index procedure: catalog # zta-p-28-109, lot # unknown lsa was not covered by the stent graft fabric and the proximal zone of stent graft implantation was zone 4. No additional procedures were performed and no reportable adverse events were observed. On (B)(6) 2017 (four days post-procedure), the one month post-procedure clinical assessment and CT imaging was performed. It revealed a maximum aneurysm diameter of 57 mm and a total length of covered aorta of 100 mm. The imaging also revealed a type 1a endoleak in the proximal neck. Initially it didn't result in any intervention but on (B)(6) 2017 (ten days post-procedure), the patient had a secondary intervention performed where an embolization of the proximal neck of the stent graft was done. This was due to the proximal type 1 endoleak. Patient outcome: the patient remains in the study.